Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in resetting it, and confirmed that the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if the issue reoccurs.